Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues with the insulin pump alarming sensor error. Customer's blood glucose was 76 mg/dl. Troubleshooting was performed and customer mentioned he had issues with three different sensors. Customer mentioned the third sensor appeared to be creasing on the cannula upon removal. It appeared to be slip in the middle. Customer was advised the sensors needed to be returned for analysis. The sensors are not returning for analysis.